Event description:
The patient underwent the successful coil embolization of the right posterior basilar aneurysm that resulted in partial occlusion of the aneurysm. No technical complications were reported during procedure. Immediately after the index procedure, the patient¿s condition was stable. It was reported that approximately eight months post embolization; angiography demonstrated a stable aneurysm remnant with coil compaction. Successful reintervention was performed two days later that resulted in complete occlusion of the aneurysm. No additional information was available.

Manufacturer narrative:
Anticipated procedural complication. The subject device remained implanted; therefore, physical analysis cannot be performed. The use of the coil cannot be confirmed to have had a contributory factor to the reported patient complications. However, there are medical and physiological factors that can contribute to recanalisation and is listed as a potential complication within the direction for use. Also, the direction for use (dfu) indicates that multiple embolization procedures may be required to achieve the desired occlusion of some aneurysms or vessels. Therefore a root cause of anticipated procedural complications has been assigned to this event.

Manufacturer narrative:
Anticipated procedural complication. The subject device remained implanted; therefore, physical analysis cannot be performed. The use of the coil cannot be confirmed to have had a contributory factor to the reported patient complications. However, there are medical and physiological factors that can contribute to recanalisation and is listed as a potential complication within the direction for use. Also, the direction for use (dfu) indicates that multiple embolization procedures may be required to achieve the desired occlusion of some aneurysms or vessels. Therefore a root cause of anticipated procedural complications has been assigned to this event.